Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft was implanted in patient for endovascular treatment of a 60 mm diameter thoracic aortic aneurysm. It was reported that a distal type I endoleak was discovered on the date the patient returned for follow-up. Per the physician, the cause of the distal type I endoleak was due to patient's anatomy, disease progression and large descending thoracic aneurysm. No additional clinical sequelae were reported and the patient is fine.